Event description:
It was reported that the user¿s ilet depleted its battery and would only charge when positioned on a specific spot on the wireless charging pad; the charger indicator alternated between solid and flashing, and charging would stop when the device was slightly moved. Symptoms included no clinical symptoms. Outcomes included no impact to health and no need for medical care. Investigation included remote troubleshooting and user education. Investigation of this case revealed inconsistent wireless power transfer from the charging pad, consistent with a malfunction of the charger¿s alignment or coil detection, while the ilet resumed charging when optimally placed. It was concluded, based on previously established findings for similar reports, that the cause was a charger performance issue consistent with component malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.